Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gasket on the advanced breathing system (abs) was reassembled to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a large leak which could prevent ventilation. There was no report of patient involvement.